Event description:
The manufacturer received information alleging that a patient using a philips respironics e30 has passed away. The reported event does not allege any specific device malfunction, use error, failure, labeling issue, or other deficiency relevant to the reported harm; therefore, based on the information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.